Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the platform is received and the investigation has ben completed.

Event description:
As reported, during testing at biomed, the autopulse platform (sn (B)(4)) displayed user advisory 08 (motor controller malfunction) error message. No patient involvement.

Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to the defective drive train motor. Upon visual inspection, no damages were observed. During functional testing, the platform stopped compression due to ua 08 (motor controller fault detected) error message. The archive data review showed occurrence of multiple to ua 08 (motor controller fault detected) error code on the customer reported event date ((B)(6) 2018). The cause for this error message, based on the review is due to the defective drive train motor. The drive train motor needs to be replaced to remedy the problem. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).